Event description:
Related manufacturer report number: 2017865-2025-14002. It was reported that a capturing problem was observed on the right atrial (ra) and left ventricular (lv) leads and the leads were found to have pulled back under imaging. The ra and lv lead were capped (B)(6) 2025 and replaced. The patient was stable.